Manufacturer narrative:
A visual analysis of the returned device revealed that the balloon was torn longitudinally. The root cause of this event is unknown. According to the dfu, to prevent balloon burst, do not exceed the inflation pressure given for the largest diameter on the catheter's hub and package label. The maximum inflation pressure for this balloon size is 8 atm. Balloon bursts can also occur due to a sharp exterior source e.g. A calcified lesion, penetrating the balloon. As the balloon is inflated if there was a calcified lesion present the more the balloon was inflated the more pressure this calcified lesion would have put on the balloon until the lesion penetrated the balloon and caused it to burst. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on november 10, 2006 that a cre esophageal /pyloric/colonic wireguided balloon dilatation catheter was used during a procedure in 2006 (patient age, gender and weight unknown). According to the complainant, during inflating, it was found to be ruptured after it was re-inserted into scope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.